Event description:
This rv lead was implanted on (B)(6) 2007 and was capped and abandoned on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was capped and abandoned for unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).